Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2023 three multi-link 8 stents (4.0x15, 4.0x38, 3.5x38 mm) were implanted in the proximal right coronary artery (rca). On (B)(6) 2023 the patient experienced chest tightness. On (B)(6) 2023 the patient's troponin level was elevated. Electrocardiogram showed st changes. The patient was re-admitted to the hospital. There was restenosis of the stented segment in all three stents. Percutaneous coronary intervention was performed using a drug coated balloon on (B)(6) 2023 in the rca and the ramous artery. The condition resolved and the patient was discharged. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis, as listed in the multi-link 8, multi-link 8 small vessel (sv) and multi-link long length (ll) coronary stent systems (css) instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design. The additional multi-link 8 stents referenced in b5 are filed under separate medwatch report numbers.